Manufacturer narrative:
The date of the event is unknown. Seven samples were returned for evaluation. The devices were visually evaluated and the introducer needles of the returned devices are bent. The devices were functionally tested and 6 of the devices were rendered non-functional due to the device damage. Sutures and anchors were not returned for evaluation. A review of the nonconformance database did not identify any issues with the manufacture of the lot. A complaint history review did not identify any additional complaints on file for lot associated with this failure mode. Per device IFU 10600499 rev f ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the failure mode of simultaneous deployment cannot be confirmed. However due to the condition of the returned devices, the user did not follow the IFU regarding bending of the needle during use. No further action is required. (B)(4).

Event description:
It was reported that during a lateral meniscus repair, using a contralateral approach at the red, red and white areas and performed in different days and operations using fast-fix 360 curved ndl delivery system both t1 and t2 implants deployed at the same time. It was also reported that this incident happened with 16 out of a total of 20 devices from the same part number 72202468 used in different days and operations. The surgeon indicated that the implants/anchors were removed from the patient, no debris remained in the patient and no implants remained unsupported in the joint. There were no procedural delays.